Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a diabetes therapy consultant that the customer had an emergency room visit 1.5 months ago for a seizure due to low blood glucose levels. The customer's blood glucose level was 20 mg/dl and below. The customer could not be reached for further information.